Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized due to hypoglycemia event, and seizure, lips turned blue and stopped breathing on (B)(6) 2025. Blood glucose level was 200 mg/dl at the time of the event and patient got treated with intravenous (IV) fluids, and patient took nasal glucagon itself. The duration of hospitalization was less than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.